Manufacturer narrative:
H3: no product was returned. The reported complaint could not be confirmed. No device history record was reviewed since lot number was not provided. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that there had been a 5-fu leak from the extension set connection. The root cause had not been known, but it had not been thought to be related to a malfunctioning pump or line, nor had it been considered pharmacy or nursing related. The event occurred while in use with a patient at the patient¿s home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.